Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona natural stemmed cemented tibial component 5 degree left size e catalog #: 42532007101 lot #: 63727131, persona vivacit-e medial congruent articular surface left 13mm catalog #: 42512100713 lot #: 63307817, persona tapered cemented stem extension 14mm x 30mm catalog #: 42557000114 lot #: 63829925. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices currently remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event. 3007963827-2018-00135, 0001822565-2018-04434, 0001822565-2018-04435, 0001822565-2018-04436. Device remains implanted.

Event description:
It is reported that the patient was treated conservatively for pain, numbness and weakness that had developed in the left foot twelve (12) days following left knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.